Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Event description:
The customer received a questionable hemoglobin a1c result for one patient sample. The initial result was 9.3% and was reported outside the laboratory. At the request of the customer's client, the sample was repeated on another integra analyzer on (B)(6) 2015 with a result of 6.4%. On (B)(6) 2015, the original sample and a second sample from the same draw were repeated on another integra analyzer and the results were both 6.6%. This result was believed to be correct. The patient was not adversely affected. The reagent lot number was 60450401 with an expiration date of 01/31/2016. The field service representative could not determine a cause. He inspected the syringe assembly and probes for any defects, but none were found. He performed sample and reagent probe throughput checks and performed a check test which passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.